Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer's mother reported receiving imprecise sequential readings on their freestyle flash blood glucose monitor. Readings of 26.0 mmol/l, 6.7 mmol/l, and 3.8 mmol/l were obtained within a five-minute time frame. When plotting each of the readings against the average on a parkes error grid one result fell in the 'b' zone and the other two in the 'c' zone. The 'c' zone results are considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.